Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the data captured in the submitted log file. The log file captured no external power alarm events on (B)(6) while the system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit at 11:54 pm. The pump speed value matched the set speed value of 8,600 rpm for all events. Attempts were made to obtain additional information regarding the no external power alarm captured in the submitted log file; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a no external power event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during this event.